Manufacturer narrative:
Concomitant medical products: 419378 lead implanted: (B)(6) 2007, 407645 lead implanted: (B)(6) 2012, and 694758 lead implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right ventricular (rv) lead had a possible fracture, oversensing and noise. The lead was initially reprogrammed, then at a later date the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.